Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of inappropriate automatic mode recorded by the implantable cardioverter defibrillator. The episodes were a result of far oversensing. No patient symptoms or interventions were reported.